Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported, right side rupture. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2a, d4, d6b, g2, h4, h6.

Event description:
The patient reported right side rupture. Capsulectomy was performed. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture", diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.